Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during the implant attempt, the helix was difficult to extend, and after 13 turns the tip would extend abruptly. The lead was not utilized for implantation, and there was no reported patient complications as a result of this issue.